Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The delivery pusher nor the introducer was not included for evaluation. The implant coil is completely stretched into wire and entangled into the stent. Additionally included for evaluation were a competitors microcatheter and guidewire, both devices were smashed at the distal end. The devices were interlocked with the coil. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint cannot be determined as the entire device was not included for evaluation. We cannot determine how the microcatheter became damaged or if it attributed to the incident.

Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the implant prematurely detached during advancing and retracting partially within the microcatheter and the parent artery. The coil and microcatheter was retrieved using a solitaire retrieval device. The coil and microcatheter were retrieved successfully. No harm was reported.